Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance and undefined impedance was noted on both the epicardial right atrial lead and the epicardial right ventricular lead, both leads were suspected to be fractured. The leads were inactivated and replaced with a right atrial transvenous pacemaker system. No patient complications have been reported as a result of this event.